Event description:
It was reported that there was high resistance in the flow of the medication, and a subsequent pca (patient-controlled analgesia) dose via the epidural pump gave a "downstream occlusion" alarm. The filter/connectors were changed to fresh ones from another kit and the issue was resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.